Event description:
It was reported that the there was no cassette recognition with pump. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair in good condition. No physical damage was found on the pump. Performed functional check. Pump constantly alarms cassette not connected properly. The downstream occlusion (dso) sensor was replaced to correct the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.